Event description:
Coiling treatment of a left mca bifurcation aneurysm. It was reported the coil would not detach. Upon coil removal, the coil detached inside the catheter and migrated into the mca (m1 segment). The procedure continued with additional coils. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.